Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This study aimed to investigate the learning curve of proglide utilization for percutaneous coronary intervention. The study showed that procedure time and hospitalization time significantly decreased after performing 40 cases of proglide closure. Additionally the success of proglide utilization significantly increased and complications of the procedure [bleeding events +/-additional closure systems] significant decreased. Additional information can be found in the attached article: learning curve of perclose proglide utilization during percutaneous coronary intervention.

Manufacturer narrative:
B3: estimated date. The event date range will be estimated as (B)(6) 2021 to (B)(6) 2022, as the study started in december 2021 and finished in december 2022. D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article "learning curve of perclose proglide utilization during percutaneous coronary intervention."